Event description:
It was reported that the guidewire and stent were difficult to advance in the microcatheter due to resistance. The entire system was removed from the patient. After removal, foreign matter was found inside the microcatheter. Another stent and microcatheter were used to complete the procedure successfully. There was no patient injury or intervention. The patient's condition was reported as no health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The customer confirmed that the traxcess part/lot number is unavailable. The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The investigation concluded that there were no further findings. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Neither the microcatheter nor the guidewire were returned for evaluation. A ¿blue fiber¿ material was returned for evaluation. However, the material appears consistent with the blue ptfe coating found on traxcess guidewires, not the headway microcatheter. The ptfe liner material used in headway microcatheters is undyed/unpigmented, and the outer jacket is green. However, the source of the blue material could not be determined from the investigation. Based on the investigation findings, the traxcess guidewire is being reported as the suspect device; the headway 27+ reported in the initial report is not the origin of the material. Corrections were made to the following sections d1, d2, d4, g5, and h4. The foreign material was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.